Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultramini meter was reading inaccurate readings compared to the same meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported on (B)(6) 2013 at 7am she obtained readings of ¿94 and 91mg/dl¿ on the same meter. Based on statistical methodology the calculated difference of the results does not exceeds the expected value of <=20% or <=20mg/dl when obtained within 20 minutes. The patient reported using no diabetes medications to manage her diabetes. The patient reported making no changes to her usual diet, activity level or medications on the day of the alleged issue. The patient reported on (B)(6) 2013 at 10am she developed symptoms of blurry eyes, and headache. The patient denied receiving any treatment in response to her symptoms. At the time of troubleshooting, the cca determined the patient was using an approved sample site for testing. The cca confirmed the subject meter was in the correct unit of measurement at the time of testing. Replacement products were sent to the patient. This complaint is being reported because, the patient claims due to the alleged meter reading inaccurately she developed symptoms suggestive of hyperglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (12/16/2013). The patient¿s meter and test strips have been returned on 12/5/2013 and 12/10/2013, respectively, and evaluated by lifescan product analysis on 12/11/2013 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.